Event description:
Two months after heartware lvad implantation. The patient experienced inadequate power charge in a single battery. The battery was removed from the patient and a new one was supplied. There were no injures associated with this event.

Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical event analysis, visual & functional testing and non-conformance material record (ncmr). The reported event for the battery having an "inadequate power charge" is confirmed. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing of the returned battery revealed a defective cell pair which compromised the battery performance. Root cause for this failure is undetermined. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.